Event description:
Company representative reported via email that the customer was contacted via phone call to upgrade the insulin pump and the customer reported that his insulin pump was destroyed in hurricane irene and he has been using his other insulin pump as back up but has been receiving motor error alarms, unexplained no delivery alarms and has had frequent battery changes. Customer declined to be transferred for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-54550.